Event description:
Patient was taken to cath lab for gastroduodenal artery (gda) embolization. The patient was prepped and intubated. As the md was about to begin the procedure, the fluoro equipment began alarming. Message displayed: "hot tube". The patient was transported to another cath lab room for the procedure. It was determined the cooling mechanism for the c-arm ran out of water to cool the tube causing it to overheat. It was repaired and remains in service.